Event description:
A malfunction was reported with the pump after it got wet. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction code reappeared, leading to the decision to replace it. The customer was informed that a replacement pump with updated software would be sent, and training would be available in their tandem source account. The customer understood the instructions regarding pump storage and return procedures. No backup therapy was currently available, and the customer planned to contact their healthcare provider.